Event description:
It was reported that the device reached end of life and had pacing spikes with no capture. The ventricular lead had impedance of greater than 9,999 ohms, and when device re-interrogated prior to device change out the lead impedance was 476 ohms. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.